Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette exhibited a blocked tube. The medication could not be filled. There was no patient involvement, no injury was reported.

Manufacturer narrative:
H3 and h6 codes, updated. One used device was returned for investigation. The device was visually inspected and there were no damage or anomalies were observed. During the functional testing, resistance was observed when pushing the fluid, the fluid flow appeared to slow at the cassette housing out going tube bond. In attempt to better visualize the partial occlusion the bond was cut out. Upon further inspection a partial solvent occlusion was observed. The complaint of feeling resistance can be confirmed. The probable cause is due to an errant solvent application during assembly. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.